Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the foreign like matter that came off the device fall into the patient? No information. At least, no pieces were left inside the patient. Are the pieces returning with the device or were they discarded? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic unknown procedure, a foreign matter like a rubber piece came off the device. There was a possibility that a part of the device was cut by a scissors. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/25/2018. Batch # unknown. Device analysis: the analysis results found that the 2cb12lt device was returned with the duckbill torn. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. See attached pictures. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.